Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels, though exact value was not provided. Customer alleged that high bg was due to the pump not suspending insulin delivery properly. After a log investigation, tandem technical support found that pump was working as intended and that high bg may be as a result of recent settings changes; however, customer did not acknowledge.